Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a communication error 217. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A specific root cause could not be conclusively determined. However, the investigation indicates that the malfunction was most likely caused by an expected or random component failure, with no indication of a design or manufacturing-related issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.